Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed.

Event description:
Mas reported customer has seen a false negative result while running a patient sample on the sars-cov-2 assay. The customer ran sample 192599 on using a rapid method and got positive result on the rapid method and a negative result on the aries. Ts requested run files. Aries run result: sars-cov-2 negative. Roche cobas liat result: sars-cov-2 positive. Customer reported using 0.9% buffered saline swab, which was validated by the customer. The customer performed the validation study against m4 media prior to putting the instrument into use in 2021.